Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the patient required revision surgery because the humeral head cut out of the plate.